Event description:
The user facility reported an impella cp in a 60 year old male patient for mechanical circulatory support due to acute myocardial infarction. It was reported that the impella position was deep in the left ventricle. The medical professional made multiple efforts to reposition with no success. It was reported that the impella being pulled back roughly a centimeter would cause displacement into the aorta, leaving the pigtail in the left ventricle. There was a concern for hemolysis due to hematuria and hemolyzed labs. An x-ray showed the impella position was shallow and potentially at the aortic valve. The impella was pulled back to 4.5 centimeters. Additionally, it was reported that there was a plan to start the patient on continuous renal replacement therapy (crrt). The patient¿s condition worsened despite treatments as the patient experienced liver and kidney failure as well as neurological issues. The device was explanted, care was withdrawn, and the procedural outcome is the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
The impella device was not received form the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as a part of the retrospective review of historical records.